Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found insulation abrasion at 31.0 cm and 32.2 cm from the connector pin. Abrasion are indicative of exposure to constant friction wi ith another inplantable device.

Event description:
This report is to advise of an event observed during analysis.